Manufacturer narrative:
The customer had tagged the unit for the field service representative (fsr) to repair, and the fsr found unit when he went out for a preventative maintenance (pm). This complaint is related to MDR # 1828100-2013-00360 and 1828100-2013-00362.

Event description:
It was reported that the cooler heater unit was leaking at valve 3. No other details regarding the nature of this event were provided.